Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a little over three weeks post implant, the right ventricular (rv) lead exhibited rising to high thresholds. The lead was explanted and tissue was observed to be lodged into the active fix helix. The lead was replaced. No patient complications have been reported as a result of this event.